Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument bottom, packaged there was leakage in the instrument. There was no patient or customer impact. The following information was provided by the initial reporter: "it was reported by the customer that bottle leaked in drawer c. She confirmed she was able to clean it but not sure if the other parts of the drawer got contaminated".

Event description:
It was reported that while using bd bactec¿ fx, instrument bottom, packaged there was leakage in the instrument. There was no patient or customer impact. The following information was provided by the initial reporter: "it was reported by the customer that bottle leaked in drawer c she confirmed she was able to clean it but not sure if the other parts of the drawer got contaminated".

Manufacturer narrative:
H6: investigation summary: the complaint of "bottle leaked in drawer" was received against the instrument bactec fx catalog number 441386, serial number (B)(6)). The bd field service engineer was dispatched and removed all racks form drawer and inspected for any liquid from prior leak of bottle. Later the fse replaced the rack and installed shorting plugs in other racks, the fse performed testing and check for any leakage, thus resolving the issue and the instrument is working properly. This is the confirmed complaint of the bd product and the root cause is unknown. Quality did not receive any samples and thus returned sample analysis cannot be performed. Review of device history record for instrument is not required because this complaint does not allege an early life failure or failure at installation. Service history review was performed for the instrument and there were no additional work order related to this failure mode. No new or modified risks have been identified. H3 other text : see h10.